Event description:
The sales rep reported that the patient developed bilateral subdural hematomas. The surgeon found that the device was set at 30mmh2o when it should have been positioned at 120mmh2o. The surgeon mentioned that the automatically goes to 30mmh2o when programming and he is not sure if it ever moved back to 120 as desired. As a result, the device was revised. The shunt was paired with bactiseal.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the silicone housing was torn around the siphon guard, it was also noted that the siphon guard had what looks like marks from a clamp, and this could be the cause of the tear in the silicone housing. It is not known if the tear occurred during the implant or explants of the device. It was also noted that the device failed the programming test. An occlusion was also detected, but when irrigated again and tested for flow, it was normal. Biological debris was seen throughout the device, which appears to be the root cause for the problem reported. A review of the device history records confirmed that the device conformed to the required specification prior to distribution. However, the device history records for the catheter could not be reviewed as the lot number was not provided. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
We do not use therapy dates, as a result today's date was used. Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.